Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2018 the patent was transfused with 3 units of packet red blood cell (prbc) and 1 of unit cryoprecipitate (cyo) and 1-unit platelet with history of peptic ulcer disease with upper gastrointestinal bleeding (gi). On (B)(6) 2018 a gi was consulted for hematochezia; colonoscopy and esophagogastroduodenoscopy (egd); findings: a single 20 mm ulcer was found in the cecum. No bleeding was present. Type of treatment included blood transfusion; other platelets 1 unit. Stop date was reported (B)(6) 2018.